Event description:
Reporter indicated that vns patient has experienced spells of "passing out". It was reported that the patient was initially implanted with the vns several years ago, and had experienced a significant reduction in seizures with the vns therapy. The patient underwent ncp system replacement surgery approximately nine months before the onset of the "passing out" spells. Investigation to date has been unable to determine the cause of the reported event.

Event description:
Further follow-up revealed that device stimulation was discontinued by taping the magnet to the pt's skin directly over the pulse generator. Neurologist indicated tht it was thought that the vns therapy system was contributing to the pt's medical issues; however, after the device stimulation was discontinued, there appeared to be no connection. Neurologist reported that the pt experienced an increase in seizures with the absence of stimulation; therefore, stimulation was resumed. Neurologist indicated that the pt experienced intermittent hoarseness when stimulation was resumed. Device diagnostic testing was within normal limits, indicating that the device is functioning properly. There have been no further episodes of "passing out" reported to the neurologist. Neurologist also indicated that vns therapy was not related to the episodes of passing out.